Event description:
Surgeon discovered when he pulled out embolectomy catheter that balloon had burst and the material was not retrieved from the patient's artery. Material from the balloon was left in the artery, which was later bypassed. Patient had no adverse consequences. The piece was unable to be removed. Surgeon pulled out embolectomy catheter from pt and noticed that balloon had burst and part of the balloon was still left in pt's artery. Diagnosis: popliteal arterial clot. Diagnosis or reason for use: popliteal arterial clot.